Manufacturer narrative:
A ge service rep provided phone support. The customer indicated they replaced fuses. Per the customer, the system was then found to be operating as intended.

Event description:
The customer reported the system's monitors failed to operate. No report of pt injury.